Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured january 26, 2016 ¿ january 29, 2016. The device was received for evaluation. Visual inspection noted fluid inside the bag containing the device due to an untightened blue winged luer cap. After tightening the luer cap, a functional leak test was performed and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked during storage. The device was filled with 1450 mg of fluorouracil diluted with 18 ml of 0.9% sodium chloride. The total fill volume was 47 ml. There was no patient involvement. No additional information is available.